Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular pace led was not working. As a result, the main board was replaced. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the ventricular pace light-emitting diode (led) did not work. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Failure analysis was later performed on the main board. Visual inspection revealed no anomalies. Bench analysis found no blinking ventricular pacing led after the main board was assembled into a known good unit. All tests passed on the automated test console. After a transistor was replaced, the ventricular pacing led displayed. Conclusion: confirmed the reported event of no ventricular pacing led, the failure was caused by a faulty transistor. If information is provided in the future, a supplemental report will be issued.